Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,e1-email,g3, g6, h2, h11. Corrected section: d10.

Event description:
The hospital reported that right out of the box when checked the vasoview hemopro 2 cautery worked (initial check) first branch heard 2 beeps with no cauterization. They changed cords to no avail. Opened up new kit and cauterization worked. No power supply issues. Cautery was set at 3. No vein harm and patient did well during surgery. They ruled out "time out" as it never did cauterize. There was a 4-6 minute delay.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The lot # 3000469556 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that right out of the box when checked the vasoview hemopro 2 cautery worked (initial check) first branch heard 2 beeps with no cauterization. They changed cords to no avail. Opened up new kit and cauterization worked. Cautery was set at 3. No vein harm and patient did well during surgery. They ruled out "time out" as it never did cauterize. There was a 4-6 minute delay.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.